Event description:
It was reported that a novum iq large volume pump did not infuse antibiotic azithromycin although drops were in chamber. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to previous g3: date received by MFR: update to 02/25/2025. Additional information: h6 (update codes), h11. H11: a review of the event history log identified the infusion of azithromycin. Additionally, downstream occlusion alarms were found in the log. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.